Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer had issues with tape not sticking. The customer states that after disconnecting set from quick release, it will no longer latch on the site. The customer's blood glucose level at the time of incident was 420mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised the infusion set would be replaced and returned for analysis.